Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter shaft is confirmed and was determined to be use-related. One 20 ga accucath ace catheter was returned for evaluation. An initial visual observation of the returned sample revealed some light saline use residues throughout the returned device. The returned catheter was observed to have a sharp kink at the luer/catheter junction. A microscopic observation revealed a split in the catheter just distal of the luer of the device. The split was observed to have sharp fracture edges and a shiny fracture surface. The split appeared to be primarily longitudinal with some flared sections in the circumferential direction toward the proximal end of the catheter. The catheter had characteristics of a split caused by a sharp instrument such as a needle bevel. Pulling the catheter back against the needle bevel may cause splits along the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that after the powerglide was placed and the clinician flushed the line, she noticed that there was leaking where the catheter and hub meet. She pulled it out a bit and flushed again and confirmed that there was a shear in the catheter. There was no patient harm. Clinician had to pull out the powerglide and place another. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that after the powerglide was placed and the clinician flushed the line, she noticed that there was leaking where the catheter and hub meet. She pulled it out a bit and flushed again and confirmed that there was a shear in the catheter. There was no patient harm. Clinician had to pull out the powerglide and place another. No other information provided, at this time.